Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Investigation conclusion: a complaint lot history check was performed on lot # 0123103 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 0123103. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2010 and files are retained for 7 years no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the syringe 0.5ml 28ga 1/2in 10bag 500 dhc had missing label information before use. The following was reported by the initial reporter: pharmacy reported pharmacy calling found 1 box not opened without exp dates on the boxes.